Event description:
It was reported that the patient recently underwent an endoscopy procedure during which time the implantable cardioverter defibrillator (ICD) was deactivated. Following the endoscopy, upon interrogating the ICD, code 1005 was displayed, indicative of an open circuit condition. Right ventricular (rv) pace impedance was greater than 3,000 ohms and the shock impedance was greater than 200 ohms. Review of the device data indicated that a significant number of episodes of ventricular fibrillation had been recorded due to oversensing of rv signal noise. The patient was inappropriately treated multiple times with anti-tachycardia pacing as well as shocks. Device logs also demonstrated that in september 2021, the rv pace impedance had dipped well below 200 ohms before it increased out-of-range. X-rays revealed a clear discontinuity of the lead at the subclavian level. The patient was currently hospitalized. And lead revision was planned. It was also discovered that the patient experienced an out-of-hospital cardiac arrest in (B)(6) 2021 for which their son provided cardiopulmonary resuscitation. The cardiac arrest followed the delivery of two inappropriate shocks due to oversensing. The patient was hospitalized in the intensive care unit following the event; however, it was stated that the ICD system wasn't checked at that time. It was additionally reported that the patient presented to the clinic for a follow-up check of the device system. X-ray revealed that the rv lead was completely fractured inside the clavicle and the lead body in the superior vena cava. It was suspected that the patient may have entered ventricular fibrillation and did not receive therapy due to the open circuit, which led to the cardiac arrest. The ICD and rv lead were explanted and replaced. It was planned to have the patient follow-up in six to eight weeks. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings, though review of the device data indicated a fault code 1005 occurred while the device was implanted that indicated an open circuit condition. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient recently underwent an endoscopy procedure during which time the implantable cardioverter defibrillator (ICD) was deactivated. Following the endoscopy, upon interrogating the ICD, code 1005 was displayed, indicative of an open circuit condition. Right ventricular (rv) pace impedance was greater than 3,000 ohms and the shock impedance was greater than 200 ohms. Review of the device data indicated that a significant number of episodes of ventricular fibrillation had been recorded due to oversensing of rv signal noise. The patient was inappropriately treated multiple times with anti-tachycardia pacing as well as shocks. Device logs also demonstrated that in september 2021, the rv pace impedance had dipped well below 200 ohms before it increased out-of-range. X-rays revealed a clear discontinuity of the lead at the subclavian level. The patient was currently hospitalized. And lead revision was planned. It was also discovered that the patient experienced an out-of-hospital cardiac arrest in november 2021 for which their son provided cardiopulmonary resuscitation. The cardiac arrest followed the delivery of two inappropriate shocks due to oversensing. The patient was hospitalized in the intensive care unit following the event; however, it was stated that the ICD system wasn't checked at that time. It was additionally reported that the patient presented to the clinic for a follow-up check of the device system. X-ray revealed that the rv lead was completely fractured inside the clavicle and the lead body in the superior vena cava. It was suspected that the patient may have entered ventricular fibrillation and did not receive therapy due to the open circuit, which led to the cardiac arrest. The ICD and rv lead were explanted and replaced. It was planned to have the patient follow-up in six to eight weeks. No additional adverse patient effects were reported. Subsequently, the device was received and analysis completed.